Manufacturer narrative:
The reported event was unconfirmed. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. The catheter balloon was inflated with the (return syringe) and the (in-house) with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no issues observed. With both the in-house and the returned syringe attached the balloon passively deflated in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. The returned device is considered within specification. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the sterile water leaked from balloon cuff of the foley catheter during pretest. No abnormalities were detected with the balloon. No abnormalities could be confirmed throughout the catheter. They cut the inlet tube and discarded the bag.

Event description:
It was reported that the sterile water leaked from balloon cuff of the foley catheter during pretest. No abnormalities were detected with the balloon. No abnormalities could be confirmed throughout the catheter. They cut the inlet tube and discarded the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.